Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Literature article entitled "metal on metal total hip arthroplasty and a large groin mass: not always adverse reaction to metal debris" (2015) by harry krishman, et al. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "metal on metal total hip arthroplasty and a large groin mass: not always adverse reaction to metal debris" (2015) by harry krishman, et al published in the international journal of surgery case reports vol. 6 pp. 141-145 was reviewed for MDR reportability. This article presents two cases, one male and one female, of postoperative mom patients presenting with groin masses, significantly elevated serum ions, and affected side hip pain who required revision surgery. In both instances the groin masses were determined to be unrelated to the primary tha. The female patient (case 2) was implanted with a birmingham hip system, which is a non-depuy product. Case 1 is a (B)(6)-year-old male patient who presented with an 18-month hx of severe pain, markedly decreased joint mobility, difficulty sleeping, a large ipsilateral soft right groin mass, and an audible grinding in his right hip following a bilateral mom tha: corail stem, pinnacle cup and liner, and 36-mm cocrmo femoral head for osteoarthritis. Serum analysis revealed elevated cr (10 ppb) and co (12 ppb) levels and a preoperative MRI discovered a large, purely fatty lipoma (23cm x 13cm x 5.7 cm). Intraoperative findings confirmed the lipoma which was seated over the femoral neurovascular bundle. The acetabular cup was removed during tumor excision but upon inspection exhibited no evidence of device defect or malfunction contributing to the event. The cocrmo was removed with evidence of wear. The stem had evidence of corrosion along the taper but was well fixed with no signs of osteolysis and left in situ. The hip capsule showed minor evidence of metal debris with no significant local soft tissue reaction or muscle damage. Histological examination of the capsule confirmed wear debris without evidence of infection. Country of origin: (B)(6). Adverse event(s) related to product(s): implant corrosion: taper (stem); implant bearing wear: metal (head, liner); implant noise: audible sound (head, stem, cup). Patient(s) reported harm(s) prior to procedure: surgical intervention; pain; elevated serum ions.